Event description:
It was reported by an attorney that a patient underwent a left inguinal hernia repair on (B)(6) 2011 and mesh was implanted. The patient experienced pain, redness, oozing and infection at the site of surgery. The patient was given antibiotics in (B)(6) 2011 for the open wound. On (B)(6) 2012, the patient underwent surgery to remove the mesh which was found to be deteriorated and wrapped around nerves that required a neurectomy and partial vasectomy. The patient continues to experience burning pain in abdomen, genitals, thigh and hip and unable to engage in sexual relations. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.